Event description:
It was reported that during a ptca/stenting procedure, the double ranger 20 x 2.5 mm balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a distal in-stent restenosis of a stent placed in the right coronary artery over one year ago. The balloon rupture caused a spasm of the rca. Two taxus stents (2.5 x 24 mm and 2.5 x 16 mm) were placed in the rca. The pt was given verapamil and adenosine. Flow was re-established and the procedure was completed. The pt's status is listed as stable on a balloon pump and respirator. Additional info has been requested regarding this event.